Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Eval demonstrated that the pump was operating within required specifications and delivery accuracy.